Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, backup operation was noted on the pulse generator. The device was restored to normal operation mode. The patient was stable.